Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pendant said booting please wait. The image acquisition system (ias) cmos battery was replaced and the bios settings in both the ias and mobile view station (mvs) were verified. The imaging system then passed the system checkout and was found to be fully functional. The ias cmos battery was not returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the when turning the system on, the mobile view station (mvs) would not boot up properly. The user was being prompted for a bios password. Rebooting did not resolve the issue. No patient was present; this issue occurred when they were booting up the system to drive it into a room for a post op spin.